Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 210) was confirmed due to noise on the 12v causing damage to u1004, u1005, and u6 components on the computer/analog board. The monitor was unable to run manual detect and treat testing. The root cause for the damage to the components could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 210.